Event description:
It was reported that during a supply change, the user could not lock the tubing, and the cartridge became stuck in the port; after education on proper connector positioning, the user successfully locked the connector and completed the supply change without alarms. Customer care provided support that included customer service troubleshooting and user education by phone. Investigation of this case revealed user difficulty with cartridge insertion and connector alignment consistent with use error related to the infusion set connection. No reported adverse clinical effects during the event. Outcomes included no impact on health and no need for medical care. It was concluded, based on previously established findings for similar reports, that the cause was user mistake during setup.